Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2010, and a revision procedure on (B)(6) 2012, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2010, and a revision procedure on (B)(6) 2012, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 left hip revision operative report noted the revision was due a loose acetabular cup. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, manufacture date ¿ unknown.